Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse stated the wash collar valve malfunctioned. Fse replaced the wash collar valve to resolve the issue. Beckman coulter internal identifier (B)(4).

Event description:
The customer reported the sample probe leaked during patient testing involving the unicel dxc600i synchron access clinical system. The customer stated that multiple analytes were erroneous for eleven (11) patient results, and five (5) of the patient results were reported out of the laboratory. The samples were rerun on a different instrument and obtained results considered correct by the customer. There was no report of effecting patient treatment in connection with the event. There was no report of exposure or injury with this event.